Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a propex ii eur gave incorrect measurements. Reportedly, it caused the patient to feel pain in the tooth during treatment. The device was immediately replaced with another.

Manufacturer narrative:
Dentsply sirona china. Propex ii eur. Event cause analysis description mentioned by doctor: due to long-term use of the equipment, the wire of the measuring instrument has aged, resulting in inaccurate measurement result. Replace the measuring wire with a new one.